Event description:
The report states, "the defect occurred during use - it was not possible to use the clips because they were not pushed on correctly by the carriage and were only ejected at an angle and unopened. The patient did not suffer any damage or injury - the few needles that were clamped were of course removed immediately". As a result, a new stapler from a different manufacturer was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
(B)(4), the complaint of misfire/jamming-multiple staples firing was confirmed based upon the sample received. An unopened representative sample was returned. Upon visual inspection, defective staples in the cover block were observed. Upon functional inspection, it appeared that the staple defects prevented the remaining staples from moving down the track and firing successfully. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of an investigation that was opened within teleflex, which was closed on 31-aug-2023. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states, "the defect occurred during use - it was not possible to use the clips because they were not pushed on correctly by the carriage and were only ejected at an angle and unopened. The patient did not suffer any damage or injury - the few needles that were clamped were of course removed immediately". As a result, a new stapler from a different manufacturer was used to complete the procedure.